Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the calibrated (weighted) tip of the tube came off in two pieces. This happened during withdrawal of the tube and it was after the tube was already out of the patient. There was no patient harm.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. One photo sample was provided for evaluation. Based on the visual inspection performed of the photo, a component detachment from tubing is observed. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. An exact root cause cannot be determined without the physical sample to evaluate. Based on the analysis, no action plan is required at this point. As an awareness notification, the production personnel received a notification regarding the condition reported. This complaint will be used for tracking and trending purposes.